Event description:
Procedure: colectomy. Reportedly, the instrument did not seal correctly. The equipment gave complete sealing signal (without regrasp alarm), but the tissue was not completely sealed as there was bleeding. After the incident, the equipment was tested by our facility technical service, but no failure was found.